Event description:
It was reported via FDA medwatch numbers: mw5152423, and mw5152424 that a female patient underwent breast surgery with unknown size unknown saline implants on both sides on (B)(6) 2006 and developed breast implant illness, tachycardia, joint pain, chronic fatigue, and brain fog. As a result, the devices were explanted on (B)(6) 2023. It was reported that the patient's symptoms improved after the surgery. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant illness, tachycardia, joint pain, chronic fatigue, and brain fog. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2024, mentor became aware that the patient is a 33 year-old caucasian, and also regarding the device information. Hence, the following fields have been updated on this form: patient's age, race, and ethnicity have been updated under section a. Field d1 for brand name has been updated to "mentor smooth round high profile". Field d4 for catalog number has been updated to "3503310". Field d4 for lot number has been updated to "5666803". Field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).